Event description:
Overdelivery reported: it was reported that the pt was transported to the emergency dept via an ambulance in a diabetic coma. The pt presented with a blood sugar of 2190. The pump was programmed at 1610 to infuse normal saline at 999.0ml/hr on the primary line and 100.0ml regular insulin 1u/ml at 8.0ml/hr on the secondary line. The pt was also receiving regular insulin ivp (intravenous push) at 10u/dose at hourly intervals per a sliding scale. It was repoted that in error the nurse ran the insulin on the primary line at 999.0ml/hr and the 100.0ml bag infused in approx 10 mins. The physician was notified and incorporated the error into the plan of treatment and held the insulin drip and the ivp 10u regular dose for 1 hr. There was no adverse event or pt harm reported. The pt was admitted once the blood sugar was within acceptable limits and ultimately discharged to home 2 days later. Though requested, there was no additional info available.